Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Code of (B)(4) was chosen to capture the event of pneumoperitoneum. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient underwent a CT scan and x-ray which revealed a pneumoperitoneum. Endoscopically perforations were excluded and the bumper was put under traction. There was no further information available.